Event description:
The following description of the event was copied from the distributor product/vendor quality report received by cardinal health clinical medical products via email from the distributor in 2009, and then forwarded to cardinal health inc. The following month. "Pt/vendor states that: mother, stated that she fell asleep and did not hear the ventilator alarming. Father came home at 4:00 and the vent tubing was not connected to pt. Father called 911, but he was gone. The county coroner would like to have the ventilator downloaded.

Manufacturer narrative:
The distributor did not provide any pt or device codes on their distributor product/vendor quality report. Codes were derived based on information documented on the distributor product/vendor quality report. The legacy ventilator did not fail, it operated as intended. As of the date of this report, the distributor has not released the device for manufacturer eval. Once the device is released by the distributor and evaluated by the manufacturer, a follow-up medwatch report will be submitted.